Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. Device evaluation of electrode belt has been completed. The reported problem (adjust belt, check therapy electrode messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "a" and ECG "b". The root cause for the open wire was excessive force. There were no adverse events as a result of the damaged belt.

Event description:
A us distributor contacted zoll to report that a patient developed bruises and an open rash under the therapy pads of the lifevest equipment. The patient's physician prescribed a zinc cream for the skin irritation. Follow up indicated that the cream helped the skin irritation to improve. A us distributor reported that a patient was receiving adjust belt, check therapy electrode messages.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed bruises and an open rash under the therapy pads of the lifevest equipment. The patient's physician prescribed a zinc cream for the skin irritation. Follow up indicated that the cream helped the skin irritation to improve.